Event description:
The customer stated that he tested his blood glucose using his breeze2 meter and received a reading of 70 mg/dl. The customer passed out and paramedics were called. Paramedics tested the customer's blood glucose at 49 mg/dl when they arrived. The customer did not provide any additional information about the event. Control solution was sent to the customer for further troubleshooting. No product will be returned.